Manufacturer narrative:
(B)(6). Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
It was reported that during use, two needles of the bd ultra-fine¿ pen needle 32g x 4mm broke off in patient¿s abdomen after giving insulin injections. The patient was able to retrieve the broken needles with tweezers. The diabetes educator checked his injection technique, and did not identify any technique issues which may have contributed to the needle breakage. There was no report of injury or medical interventions